Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to having to charge the device frequently, and the device not holding a charge. The implantable pulse generator (ipg) was replaced. There were no patient complications, and the patient remained stable post operation. The facility kept the device, and the device will not be coming back for further analysis.